Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been more than 10 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the investigation results, we presume that due to wear of the scope connector, the light-emitting diode was flickering. In addition, we presume that there is a possibility that the connection problem occurred due to mishandling at the facility. The root cause could not be determined. As a result of confirming the instruction manual, we found the description below. Before connecting the endoscope connector to the light source, confirm that the endoscope connector, including the electrical contacts, is completely dry and foreign objects such as detergent remnants, hard water residue, finger grease, dust, and lint are not on the electrical contacts. If the endoscope is used with wet and/or dirty electrical contacts, the endoscope and light source may malfunction. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported, the evis exera iii xenon light source led was flickering and had a connection problem. The issue occurred during a unspecified diagnostic procedure. There were no reports of patient harm.